Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no reported adverse impact. The customer was instructed to leave the pump plugged into a known working outlet for 30 minutes, but this did not resolve the issue. Using a different wall adapter successfully resolved the charging problem.